Event description:
Reveal lasers llc marketed and trained on vaginal rejuvenation with agejet plasma. I was not informed this was illegal and non-FDA cleared. This led to permanent vaginal damage to a client that is still under investigation. The reveal lasers company also had a gel they provide and train on made in south korea with south korean ingredients and this caused an anaphylactic reaction. The company did not provide any new protocols or solutions, and a medical director never followed up with me. The reveal lasers employee, (B)(6) only has a facial specialist license:(B)(4) and was introduced by the company as a nurse practitioner and she introduced herself to me and my partner, and patient, as a nurse practitioner. The company allowed this and this is dangerous to market, practice, and there have been chronic ongoing symptoms because of their inability to address medical concerns. I highly doubt they even have a medical director and if so, they are negligent to follow up. Reveal is negligent and fraudulent for providing a trainer who was informed and introduced to myself and partner as a medical professional with a medical license. This company also is partnered with neoconcepts llc. I have a litigator we have filed a civil suit but as a madated reporter and this information just being uncovered this needs to be reported and has been done so to the health dept, (B)(6), and a police report will be filed tomorrow when I have time in my schedule. This company and employees of reveal and now their new (hidden behind a reveal name) company neoconcepts is selling the same device. Pt code: 1979. Device code: 3190. Ref report: mw5177869.